Event description:
It was reported that the patient had an appointment scheduled for (B)(6) to put a surgical paddle lead in instead of the ¿thin ones.¿ it was noted that the patient was implanted with a rechargeable implantable neurostimulator on (B)(6) 2013. It was noted that the patient would be discussing changing out the leads to be paddle leads because she was not getting good enough coverage and ¿it is very positional since she was implanted.¿ it was stated that the patient thought that this was ¿probably because the leads are fighting adhesions and fluid.¿ it was stated by the patient that she ¿had to sacrifice 4 inches above her hip bone to get good coverage in her back.¿ it was also stated that the patient ¿had stimulation in her feet but they were able to get it off of that area.¿ it was noted that when they reprogram her in office ¿she is like there forever and feels badly but that it works.¿ it was stated that when she comes home it works for 2-3 days and then stops. It was noted that the patient has ¿3 programs running at once, and they are at an 8 or 9 and the dial number is 65-85 running.¿ it was noted that when the caller was sitting and ¿coughs or moves, it goes off.¿ it was noted that ¿it was situated on her back and when she stands up and turns the button off it is positional since they put it in.¿ if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).